Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. The leakage occurred at the connection of the silicone tubing and the white twist sleeve. This was identified during use on a patient for peritoneal dialysis therapy. The transfer set was replaced to resolve the issue. There was no patient injury, however, the patient received prophylactic antibiotics as a precaution due to the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a hole in the silicone tubing underneath the main body. Functional testing including clear passage testing and clamp function testing were performed with no issues noted; leak testing revealed a leak through the hole in the silicone tubing. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.